Manufacturer narrative:
Evaluation summary: the cause is that the lamp is dark due to deterioration of the lamp. Deterioration is considered due to the large number of lightings.

Event description:
Contacted the sales company when the image was dark from the facility. Filing maker sends defect photo to sales company. There is a request for a substitute (epk-3000) from the sales company, and a substitute is sent. Phenomenon confirmation. Brightness confirmed by the painter of epk-3000 monitor, epk-3000 filing monitor. About both check by exchanging the processor for a substitute. It is also dark. It is dark in all three vnl8-j10x3. When comparing the image data saved in the past with the captured data, the brightness is completely different. Replace the processor and keep it for confirmation. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model epk-3000-us is available in the USA with a 510k number k172156. If additional information becomes available, a supplemental report will be filed with the new information.